Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no. Ruling out generator battery end of life as a likely cause of the high lead impedance test result. Device diagnostic testing performed at previous office visit approximately one week prior was within normal limits. Indicating proper device function at that time, the patient had not experienced any injury or trauma that may have damaged the vns therapy system and reportedly did not manipulate the device through the skin. The patient cannot feel device stimulation; however, no adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Revision surgery is planned due to suspected device malfunction. Lead break is suspected.